Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: partial nephrectomy event description: images in the attachments. The surgeon uses our retrieval bags since many years. He is very experienced in the usage. When he pulled out the bag with specimen, the retrieval bag ripped open. The specimen fell into the sutures. Surgeon opened another retrieval bag and took out the specimen with no problems. Customer mentioned the material of the bag was not right. Totally not what he is used to. Material felt like a thin folie, very flexible, easy to rip open. Very unusual he said. No clinical impact to the patient so far. Surgeons opened another device from the package. That went well. Additional information received from applied medical representative via email on 01jun26: the bag ripped open, there was one big hole. No fragments, but the specimen felled into the situs. Yes, the bag burst during specimen removal, very unusual as the surgeon pointed out. The port size enlarged and another bag was used and that worked out. I checked again the box I took from the customer. There are three sterile inzii retrieval bags left inside. The event device I do not have. It got thrown away by the user because of contermination. Type of intervention: surgeons opened another device from the package. That went well. Patient status: patient is fine.